Event description:
For the second time in one week the dexcom g6 application stops working in the middle of the night. The first time at 4am and this time at 12:30am. Requires app reinstallation and/or restarting phone. After speaking with tech support, they point to the compatibility page which notes that the highest compatible version is 17.1.2 which was released in (B)(6) 2023. Dexcom has no information about when they will update their application and we cannot revert to older ios. Having the application turn off, especially in the middle of the night is unsafe. This leads to errors in insulin dosing as this is paired with omnipod and used for automated insulin dosing.